Event description:
It was reported that an at50ao intraocular lens was explanted and replaced approximately three months after implant. Patient developed lens vault due to capsular contraction syndrome, which was first noted five weeks post lens implant. The lens was repositioned six weeks post implant but the vaulting remained. The patient's current prognosis is good post lens exchange. This event refers to the patient's left eye.

Manufacturer narrative:
The lens was discarded by the user facility and therefore not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.